Event description:
Boston scientific received information that during the attempted implant of this lead, the patient became asystolic, had monomorphic ventricular tachycardia and a significant amount of ectopy. The lead was extracted and not used. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.